Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 3b44-20 that has a similar product distributed in the us, list number 5c36. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an initial false (B)(6) result with the axsym hcv v3.0 assay that was reported from the lab. An initial s/co value of (B)(6) was followed by (B)(6) s/co upon repeat testing. There is no impact to patient management reported.